Event description:
During transfer of patient from CT table back to bed, the repositioning sheath on the impella broke (the plastic cover became disconnected from the leur lock), and the impella was removed by 5cm because the repositioning sheath was no longer keeping the impella in place). It was noted at the time that the rn mentioned no pulling on the line.